Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an echo guided renal biopsy procedure through normal density tissue using maxcore device. During the procedure, the outer cannula of the device was not able to fire. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore disposable core biopsy instruments received. Upon visual evaluation, the device was received with a needle protector and without a yellow guard attached to the needle. The device appeared to have residue throughout and was received with both slides in the initial position. There appeared to be a bend to the needle. No functional test was done, due to the condition of the sample. Therefore, the investigation is inconclusive for the reported failure to fire as no functional test was done, due to the bend and the investigation is identified and confirmed for the bent issue as the needle was noted to be bent. A definitive root cause for the reported failure to fire and identified bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an echo guided renal biopsy procedure through normal density tissue using maxcore device. During the procedure, the cannula of the device failed to fire. The procedure was completed by using another device. There was no reported patient injury.